Manufacturer narrative:
Analysis confirmed normal device characteristics.

Event description:
It was reported that the pulse generator exhibited loss of output during a lead revision procedure. The lead was disconnected and reconnected, the issue still persisted. The pulse generator was explanted and replaced successfully.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.